Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 16647622 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the spine since implant. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain over the spine since the implant procedure. The physician does not believe that the device was causing the pain in the spine and does not know what the known cause is. Nothing happened at the time of implant that would have caused the spine pain. The physician does not suspect device malfunction. The patient will undergo an explant procedure.